Manufacturer narrative:
The software investigation was not able to confirm the reported malfunction since no core files were provided. The core files were needed to determine events leading up to reported freeze and investigate the issue.

Event description:
A site representative reported that the software froze when moving from registration to navigation during a case. This issue was resolved by performing a reboot. The surgeon was able to continue the case with no impact upon the patient.